Event description:
It was reported that the fiber was noticed to have commenced forward firing at 335,659 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported. The pt outcome was reported as "okay."

Manufacturer narrative:
Forward-firing of the side-firing surgical fiber.